Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The initial reported event of lead fracture and patient symptoms was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
Attorney alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced. A lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event.